Event description:
It was reported that the patient presented for a standard generator changeout procedure. During the procedure, it was identified that the right ventricular (rv) lead had fractured. The rv lead was explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event of lead fracture was not confirmed by analysis. As received, the distal portion of the lead was returned in one piece for analysis. No anomalies were detected except for procedural damage.